Event description:
It was reported by the edwards field clinical specialist that the patient¿s gradients have gradually increased, during the year following the tavr procedure. Upon review of the most recent echo pannus above the valve around the area of the stj was observed. This has created a significant gradient of which the patient is symptomatic. Reportedly the pannus that was observed appeared to be a fibrous material. The sapien valve itself was functioning normally and leaflets were coapting. Reportedly the patient was transferred to different facility for further follow up and possible treatment. Imaging review performed by the edwards¿s proctor noted the pvl was now moderate and there was a fibrocalcific, intraluminal ¿floating¿ mass at the level of the stj, a few mm above the distal end of the sapien valve. This was noted to be possibly related to an intimal detachment of the calcified stj and was an incidental finding and not in the same location or consistent with what was reported at the level of the ncc-lcc posteriorly. On CT the leaflets looked thickened with possibly some thrombotic material at the base of the left and right prosthetic leaflets. On tee, the leaflet motion did not appear impaired. Imaging review by the edwards medical director summarized that the tee was suggestive of the presence of thrombus likely attached to the aortic aspect of the sapien valve. This was noted to be an unlikely location for pannus, which is typically observed at the level of the valve annulus. No evidence of an aortic dissection was observed.

Manufacturer narrative:
Reportedly the patient was treated with a second sapien valve, which was implanted slightly more aortic than the first. Pre-operative notes received from the facility indicate a tee was performed, which noted the bioprosthetic leaflets move normally. The pre-operative notes also indicated the patient may have been in a hypercoagulable state per the instructions for use (IFU), valvular thrombosis is a potential adverse event associated with bioprosthetic heart valves. Valve thrombosis is a rare and well-recognized complication of prosthetic valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. According to the mount sinai hospital health library, prosthetic heart valve thrombosis is thought to result from an interaction between components of blood and the prosthesis or blood flow in and around the prosthesis. Factors that may increase your chance of developing prosthetic heart valve thrombosis include: inadequate anticoagulant/blood thinning therapy after a valve transplant, atrial fibrillation, systemic diseases (i.e. Systemic lupus erythematosus or inflammation and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), cancer, previous mi, heart failure, dm, htn, a sedentary lifestyle, certain medications, and smoking. In this case, per the implanting physician, the cause of the blood clot was the practice of holding pressure at the access site and the use of a balloon to seal the access site. In this case, the cause of the reported mobile mass (possibly thrombus) noticed to be attached to the sapien valve stent is unknown. According to the information provided the valve had normal leaflet mobility and no leaks. It appears that the patient¿s comorbidities may have caused or contributed to the event. There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.